Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by the hcp that an alarm was heard. The hcp stated they were taking care of the patient and heard an alarm. The patient informed the hcp that she had a pump and it had been alarming for 4 months every 3-4 hours because it doesn't have any medication. The hcp stated she was not aware the patient had a pump and wanted more information since they had been giving the patient oral medications. There were no reported patient symptoms and no further complications were expected or anticipated. No additional information was received.